Manufacturer narrative:
Manufacturer ref#: (B)(4). Unknown as information was not provided. Unknown as information was not provided. Lot# unknown as information was not provided. Catalog #: unknown as information was not provided but referred to as cook celect inferior vena cava. Expiration date: unknown as lot# is unknown. Unknown as information was not provided. Unknown as lot# is unknown. Rpn and lot number were not provided, why device history record cannot be investigated. However, nothing indicates the device was not manufactured according to specification. No device, imaging studies or complete hospital medical records have been available. Consequently, based on very limited information it is difficult to comment on the alleged filter perforation and difficult filter removal. Filter perforation of vena cava wall and difficult removal of vena cava filters have also been reported in the published medical and scientific literature. The exact root cause for the alleged filter perforation and difficult filter removal cannot be determined based on the limited information provided. Monitoring of similar reports will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/03/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right jugular vein due to history of pe and surgery to redo right l4-l5 microdiscectomy and nerve root decompression. Plaintiff is alleging vena cava perforation, device is unable to be retrieved, device embedded, tingling in shoulder, and back pain. Patient alleges unsuccessful attempted retrieval on (b(6) 2012.

Event description:
On (B)(6) 2012: attempted filter retrieval. Initial fluoroscopy demonstrated ivc filter in expected position. An ivc venogram was performed demonstrating a normal caliber ivc without significant thrombus in the filter. Note is made that one of the right-sided legs of the filter projects wall beyond the borders of the ivc, suggesting caval perforation. Several attempts were made to snare the filter hook using the wire loop under multiple fluoroscopic views. However, the filter hook was noted to be adherent to the anterior wall of the ivc, likely due to endothelialization and attempts at snaring the hook was unsuccessful.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cava perforation, device is unable to be retrieved, embedded, tingling in shoulder, back pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported tingling in shoulder is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Catalog number and lot unknown are unknown, but the filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation, device is unable to be retrieved, embedded, tingling in shoulder, back pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported embedded, tingling on shoulder and back pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.